Event description:
The manufacturer received information that a patient using a bipap a40 ventilator had suffered a cardiac arrest. A call was made to the clinic by a family member on (B)(6) 2025, at 19:00 pm stating "the mask has come off, and the alarm is ringing, and no air is coming from the machine.¿ the clinic informed them to call an ambulance at 19:30 pm that same day. It was further reported ¿when the nurses from the clinic arrived, they report the patient was in cardiac arrest in the ambulance. Resuscitative procedures were performed. The clinical director called to request verification of the home equipment on (B)(6) 2025, at 10:40 am.¿ it has been reported the name of the device alarm that reportedly occurred is unclear at this time. The device remained at the patient's home and will be collected for investigation after scheduling. As of (B)(6) 2025, the patient has reportedly not recovered. The device has not yet been returned to the manufacturer for evaluation/investigation. Based on the information currently provided and available, device cause and/or contribution to the reported event cannot currently be confirmed, nor refuted, based on the evidence present. Further good faith efforts and information gathering are underway to disposition device cause and/or contribution to the patient harms incurred. A follow-up report will be filed when additional information is received.

Manufacturer narrative:
It was previously reported the manufacturer received information that a patient using a bipap a40 ventilator had suffered a cardiac arrest. A call was made to the clinic by a family member on (B)(6) 2025, at 19:00 pm stating "the mask has come off, and the alarm is ringing, and no air is coming from the machine.¿ the clinic informed them to call an ambulance at 19:30 pm that same day. It was further reported ¿when the nurses from the clinic arrived, they report the patient was in cardiac arrest in the ambulance. The clinical director called to request verification of the home equipment on (B)(6) 2025, at 10:40 am.¿ it has been reported the name of the device alarm that reportedly occurred is unclear at this time. The device remained at the patient's home and will be collected for investigation after scheduling. As of (B)(6) 2025, the patient has reportedly not recovered. It was reported in follow up on (B)(6) 2026 that although the patient was described as recovering, it is merely improving from the minimum level. There were no complaints regarding the mask, and it was believed the mask had been discarded after transferring the patient. The manufacturer received information that the bipap a40 ventilator was returned to the manufacturer's service center and device evaluation completed on 09 january 2026 with the following findings: review of the download error log identified an error code recorded in the log as e-96 which indicates the device was unable to write to the event log. This is a "log only" event. The action to be taken for this event is to replace the printed circuit board assembly. A ventilator inoperative condition was not found on device investigation. Inspection of the inside of the ventilator revealed contamination due to "pests". Therefore, the device was scrapped without being serviced.